Manufacturer narrative:
Hill-rom initiated a field corrective action, internally known as "mod 414" which will replace the siderails with corrected units. The account replaced the siderails to repair the bed.

Event description:
Information received indicates the siderail is not latching.